Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in germany. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Six radiographs were provided with (B)(4), one lateral and one full pelvis anteroposterior radiograph taken on each of the following dates: (B)(6) 2019. The provided translation of the surgical notes indicates that revision took place on (B)(6) 2020, instead of (B)(6) 2020 as stated in the complaints description. The inclination angle of the acetabular shell was measured on all three anteroposterior radiographs (imagej 1.52p) and was found to be between 35.8 and 37.8 degrees. The g7 bispherical surgical technique recommends that the preferred acetabular orientation is 40 degrees inclination and 20 degrees of anteversion, but final acetabular position depends on patient anatomy and may vary slightly with approach. A radiolucent line is visible around the apical region of the acetabular shell on all radiographs, which appears to have extended proximally on the radiographs taken on (B)(6) 2019. This was confirmed by the provided translation of a radiologist report dated (B)(6) 2019 and relative to the radiographs taken on (B)(6) 2019, which stated: the radiograph shows a fine radiolucent line around the cup. Suspected initial cup loosening. The provided translation of the original surgical notes for the primary surgery informed that bone defects in the area of the acetabulum and acetabular roof. Insufficient dysplastic anterior acetabular rim were present, and biological filling of defects with autologous cancellous bone graft, acetabular roof reconstruction, acetabular floor reconstruction with autologous bone, barrel-shaped chiselling of the acetabular floor for better shaping were carried out during surgery. Loosening of the g7 bispherical acetabular shell was confirmed in the provided translation of the surgical notes for the revision surgery, where it is stated that the cup was then exposed and found to be loosened. It was removed without further separation of the bone-implant interfaces. The information for use documents included with the g7 bispherical acetabular shell list marked bone loss or bone resorption as a relative contraindication for the use of the device, and state that: warnings and precautions: tight fixation of all non-cemented components at the time of surgery is critical to the success of the procedure. Each component must properly press fit into the host bone which necessitates precise operative technique and the use of specified instruments. Bone stock of adequate quality must be present and appraised at the time of surgery. Possible adverse effects: loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. The manufacturing history records (mhrs) for the g7 bispherical acetabular shell have been checked and verify that the part was manufactured and sterilised in accordance with the applicable specifications. The information provided with (B)(4) indicates that sub-optimal bone stock quality may have contributed to the early failure of the device. The revised acetabular shell has not been received for examination and therefore other contributing factors cannot be discussed. We have not been provided with any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 110017335. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the reported event states revision due to loosening of acetabular cup. The outcome of the reported event (surgical intervention) is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the notification date, being june 2020. Sales = (B)(4). Complaints search was conducted for similar occurring events for item 110017332. No other complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate (B)(4). Since the occurrence calculation is based on only (B)(4) sales, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a meaningful calculation based on (B)(4) sales. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed due to symptomatic acetabular implant loosening. Further information received june 19, 2020. Patient part of a clinical study. Clinical study: prospective multicenter observational evaluation of the use of the g7 bispherical acetabular shell.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical devices: device name: g7 neutral arcomxl lnr 36mm g, model#: 010000742, lot#: 3517238; device name: bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14, model#: 00877503601, lot#: 2982570; device name: fitmoreâ®, hip stem, uncemented, b/10, taper 12/14, model#: 0100551210, lot#: 2977697. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that a patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed due to symptomatic acetabular implant loosening.